Event description:
It was reported that high capture thresholds were observed in unipolar and bipolar modes on the right atrial (ra) lead. The ra lead was capped (B)(6) 2023 and replaced. The patient was stable.